Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 3.0, lab: 1.2. One hour between finger stick and venipuncture. Coumadin taken at bedtime night before draw. Coumadin dose was adjusted based on the lab result.